Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 0028440. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a photograph was submitted to our facility displaying a leak originating between the tubing and adapter body. A subsequent review of the packaging process has allowed our engineers to identify the automated packaging process as the most likely root cause for this event. During the automated loading of the pegasus, it is possible for the tubing experience pulling forces that exceed the limits of product specifications. To prevent a reoccurance of this event, our facility is switching to manual loading process until the machine can be optimized. H3 other text : see h10

Event description:
It was reported that pegasus bl 22ga x 1.00in qsyte-cap y leaked.the following information was provided by the initial reporter: after opening the package, it was found that the joint of extension tube and the needle hub of the indwelling needle leaked liquid.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pegasus bl 22ga x 1.00in qsyte-cap y leaked. The following information was provided by the initial reporter: after opening the package, it was found that the joint of extension tube and the needle hub of the indwelling needle leaked liquid.